Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that due to the unusual location of the battery placement in the abdominal cavity vs the clavicle location and the depth being more than 1 cm - the charging unit could not make a successful connection to the battery. This lead to the inability of recharging the battery every week. The patient had no symptoms of loss of therapy. The patient was frustrated and experienced operational pain due to having a revised operation to relocate the battery to the clavicle. This was done on the (B)(6) 2025. Able to get a successful connection to charge the implanted battery post op and to date. Patient was now satisfied with the outcome. Revision surgery had to be performed to move the battery to the clavicle where the battery could be reached at the surface.